Event description:
The following info was reported to kci by the kci (B)(6) rep: the pt allegedly experienced skin flap necrosis while on v.a.c. Therapy. On (B)(6) 2013, the following info was reported to kci by the kci (B)(6) rep: the color of the flap tip changed, and partial necrosis was observed. The necrosis was surgically excised, and a skin graft was applied. The skin graft was successful, and the patient was discharged. Dates not provided.

Manufacturer narrative:
The physician's eval concluded that necrosis of a flap tip could occur with other treatments, therefore v.a.c. Therapy wasn't the direct cause. The casual relationship with v.a.c. Therapy was unk. Based on info provided, it cannot be determined that the alleged flap necrosis is related to v.a.c. Therapy.